Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes the right ventricular lead presented with oversensing noise. The lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with noise that led to occasional dizziness. Programming changes were made to restore normal parameters. The patient was stable.